Manufacturer narrative:
Roche received complaints from customers reporting the generation of false mutation detected results for the exon 20 insertion (ex20ins) mutation when using the cobas® egfr mutation test v2. During in-house testing using customer-provided ffpet samples, an ex20ins false mutation detected result was reproduced for one out of 8 ffpet samples, which was processed following the validated sample preparation method from the instructions for use. Although the majority of cases reported were from users using ffpet samples, the generation of false mutation detected ex20ins results with plasma specimens was reported in one case. A false mutation detected ex20ins result could lead to harm under specific scenarios. Consignees have been notified of the issue with instruction to follow the instructions for use for sample input requirements. Additionally, if an ex20ins mutation detected result is generated with the cobas® egfr mutation test v2, customers must confirm the result with another method (e.g., sequencing or other pcr-based tests).

Event description:
A customer from (B)(6) alleged discrepant results for exon 20 insertion (ex20ins) with two patient samples using the cobas® egfr mutation test v2. Sample 1 was initially tested on the cobas® egfr mutation test v2 and generated a "mutation detected" result for l858r and exon20ins. The same sample was retested on the idylla¿ egfr mutation test and generated a "mutation detected" result for l858r only. Sample 2 was initially tested on cobas® egfr mutation test v2 and generated a "mutation detected" result for ex19del and ex20ins. The same sample was retested on the lci idylla (no-ngs) and generated a "mutation detected" result for ex19del only. The results were not reported. No harm or serious injury was alleged. An investigation was conducted to evaluate the customer issue.